Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019 with blood glucose of over 600 mg/dl. Customer did not remembered exact date of hospitalization. The customer was admitted in intensive care unit. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated by insulin pump. Customer reported that they were unsure if the drive support cap was protruded, loose sticking out or flush. Troubleshooting was declined for high blood glucose. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. Based on customer report customer does not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.